Event description:
A distributor in france reported that their customer's insulin pump was stopping for no apparent reason. There was no adverse impact on the customer's blood glucose level as no relevant information was provided. The pump was not returned.